Manufacturer narrative:
The reporter did not retain the involved device, so no direct investigation was possible.a review of the DHR for the lot reported disclosed no deviation from standard manufacturing procedures. The lot met all requirements for release. Three other similar reports have been received (9617787-2007-00036, 9617787-2007-00038 and 9617787-2007-00039). A site visit by the firm?s technical applications specialist was made to the reporter, at which time it was determined that the event appeared to be caused by the maintenance and/or use of the heat sealer used to seal the device. Summary: there was no evidence of a defect in the device; the event appears to be caused by use error. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that, after first filling the freezing bag with processed cord blood and then heat sealing to create the small and large compartments of the freezing bag, a leak from the small compartment was detected.